Event description:
Additional information received reported that implantable neurostimulator (ins) was replaced with new ins due to normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was low impedances between several contacts , specifically 0-2 and 1-3, on the right hemisphere. It was noted that the old extension was "swapped." It was noted that low impedances were found on the whole system. On contacts 0-2, impedances of 142 ohms were measured and on contacts 1-3, impedances of 141 ohms were measured. It was noted that intra-operatively, low impedances were found on the lead contacts 0-2 of 51 ohms and contacts 1-3 of 52 ohms. It was noted that a new right lead would be implanted in the end of july. It was noted that the patient outcome was "ok."

Event description:
It was reported that there were low impedances for some electrode pairs, and therapy current of more than 9 ma for one hemisphere. It was reported that there were no side effects and good therapeutic effect. The patient was going to continue therapy and closely monitor recharge intervals. On (B)(6) 2012, it was reported that an intra-operative lead only impedance check showed low impedances (approximately 50 ohms) on two electrode pairs. It was unclear if the lead only impedance check was performed during the initial surgery or a subsequent surgery to replace the adaptor and extension. A new lead was scheduled to be implanted at the end of (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Only adapter was returned. Analysis of the adapter found no anomaly.

Manufacturer narrative:
Product ID, 64002 lot# serial# unknown, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type adapter. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.